Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, undersensing was noted on the device. Technical support was contacted and recommended upgrading the device. A device upgrade procedure is anticipated to be performed, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was upgraded to resolve the event and the implantable cardiac monitor remained implanted. The patient was in stable condition before, during and following the upgrade procedure.